Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
User reports that the PICC ruptured in the initial portion, with medication leakage. The catheter broke in its initial portion, before the cm); in the attempt to infuse the serum extravasation was observed. Removed the device from the patient. Re-puncture and delay in medication. No other information provided. Additional information provided 8/8/2023: customer advised there was no damage.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
User reports that the PICC ruptured in the initial portion, with medication leakage. The catheter broke in its initial portion, before the cm); in the attempt to infuse the serum extravasation was observed. Removed the device from the patient. Re-puncture and delay in medication. No other information provided. Additional information provided 8/8/2023: customer advised there was no damage.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
User reports that the PICC ruptured in the initial portion, with medication leakage. The catheter broke in its initial portion, before the cm); in the attempt to infuse the serum extravasation was observed. Removed the device from the patient. Re-puncture and delay in medication. No other information provided.

Event description:
User reports that the PICC ruptured in the initial portion, with medication leakage. The catheter broke in its initial portion, before the cm); in the attempt to infuse the serum extravasation was observed. Removed the device from the patient. Re-puncture and delay in medication. No other information provided. Additional information provided (B)(6) 2023: customer advised there was no damage.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a catheter rupture was confirmed. The product returned for evaluation was a 4fr dl powerpicc sv catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed adjacent to 0cm mark on the catheter body. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 's' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) ¿ the catheter material was visibly lighter in color at the fracture site an occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.